Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no image, while using the flex video scope during a diagnostic procedure. The procedure was completed using the same set of equipment. There was no patient harm associated with the event.